Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the pump black box data revealed pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned. A test cap was used for testing. During investigation, the pump was exercised for 24 hours with no power loss or interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of no power was shown in the pump history but was not duplicated or confirmed during investigation. Unrelated to the complaint, investigation revealed the down arrow keypad button was over responsive; the keypad was removed and a crack was found in the button dome contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.